Manufacturer narrative:
(B)(6) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The skin was prepped with soap and water prior to insertion. On (B)(6) 2024, the patient experienced a skin reaction with itching, burning, a rash, redness, inflammation, and infection extending beyond the patch perimeter area. The patient went to an urgent care center for evaluation and was diagnosed with a skin infection. She was prescribed with oral cephalexin. The patient went home on the same day. The patient also visited the urgent care center the following day, and the medication was increased from 3 tablets/day to 4 tablets/day. The patient stated the skin reaction was continuing to heal at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.